Manufacturer narrative:
Additional information was added to d10, h3 and h6. H4: the device was manufactured between 21oct2019 and 22oct2019. H10: the device was received for evaluation. A visual inspection was performed and a small tear was observed at the lower right side edge of the bag. Functional testing was performed which revealed a leak from the lower right side edge of the sample. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked chemotherapy drug (from non-welded side seam). The leak was discovered prior to treatment. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: lot manufactured between october 21, 2019 to october 22, 2019. H10: the actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection of the video was performed using the naked eye which revealed leakage of chemotherapeutic drug from the lower right side edge of the bag. Due to the nature of the sample, no additional tests were performed. The reported condition was verified. The cause of the condition could not be determined.  A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.